Manufacturer narrative:
The initial complaint description rec'd on (B)(4) 2010, of "3 hrs into the case, the shaft of the circular catheter became floppy reducing torque and maneuverability making it difficult to enter the right sided veins", did not meet adverse event reporting criteria. Investigation completed on (B)(4) 2010, revealed a tip shaft bond separation, which indicates a malfunction occurred that could have led to an adverse event. Visual inspection of the returned catheter revealed the tip shaft bond had separated. Evidence of the tip shaft having been adequately secured with uv adhesive was confirmed by the presence of a uniformed band of adhesive around the entire tip shaft. The device was consistent with having been separated by force during use; the cause for the tip shaft separation remains unk. Date report submitted to FDA by MFR: 11/11/2010. Date the initial rptr provided the info to the MFR: (B)(4) 2010. Date investigation completed: 11/08/2010.

Event description:
Investigation of a returned device revealed a shaft bond separation.